Event description:
Device 2 of 2. Reference MFR report: # 1627487-2014-20164. It was reported the pt's scs ipg was repositioned due to experiencing discomfort at the ipg site. During the procedure the physician discovered one of the pts scs lead was broken. Subsequently, the lead was explanted and replaced. Effective stimulation was established post operatively and the pain at the original ipg site was resolved. The pt has two with the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.